Manufacturer narrative:
At this time the device has not been returned. As such, physical analysis has not been conducted in our laboratory. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to exhibiting high, out of range pacing impedance measurements, and a rv lead conductor fracture. The rv lead was originally implanted in the left bundle branch, and programmed to unipolar settings. The rv lead then switched to monopolar due to a lead safety switch. The fracture was located near the device pocket. A new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break, located approx. 250 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations pacing impedance high out of range were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to exhibiting high, out of range pacing impedance measurements, and a rv lead conductor fracture. The rv lead was originally implanted in the left bundle branch and programmed to unipolar settings. The rv lead then switched to monopolar due to a lead safety switch. The fracture was located near the device pocket. A new rv lead was implanted. No adverse patient effects were reported. The product has been received and analysis completed.